Event description:
Information from registry from intl clinical trial database. Post brain avm embolization, the patient had right hemiplegia with consciousness disease. Intracranial hematoma at the level of the avm. Patient deceased in late 2006.

Manufacturer narrative:
The device involved in the event will not be returned for investigation as it was consumed in the event. Information: another country's registry pertaining to the evaluation of onyx in the treatment of brain avm. Prospective, multi-center in other countries. Enrollment started in2006; enrollment closed in 2008. Patients in follow-up, MDR numbers: 2029214-2008-00238 to 2029214-2008-00261.